Event description:
It was reported that while stimulation was turned off and with the device removed there was electrical stimulation radiating in the patient's groin. Additional information received reported that the implantable neurostimulator (ins) caused groin pain. It was suspected that the ins unit was causing pressure on the nerves leading to groin pain. A surgical intervention occurred and the ins was explanted. The patient was better with the removal of the device.

Manufacturer narrative:
(B)(4).